Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 13.2mm vicm5 13.2, -06.50 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. Excessive vault was observed and lens remains implanted. Problem has resolved. Cause of the event is reported as unknown. Reportedly, per patients last visit on (B)(6) 2021, patient is happy. Claim# (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that an implantable collamer lens in the patient's left eye (os) was observed with excessive vault. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.